Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a lar procedure, the cartridge fell into the patient's body. The device was removed from the patient's body. Another device was used to complete the case. There were no adverse consequences to the pt.